Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Event description:
During the second part of an atrial fibrillation procedure, after placing the catheter into a patient and prior to inserting catheter into the sheath, air was aspirated into a syringe that connected to the sheath's side port. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral or transseptal punctures were required as it was noted prior to inserting the patient.